Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot. Patient details were reviewed and no indication was found that the event was related to device design, materials, or manufacturing. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
It was reported that the patient had a total left knee revision due to an infection.

Manufacturer narrative:
Additional devices listed in this report: cat 5565-s-013, lot m7h31hh, description: tri press-fit stem 13mm x 100mm. Cat 5545-a-301, lot er7cd3a, description: tri lm/rl tib aug sz3 5mm. Cat 5521-b-300, lot gthda, description: tri ts baseplate size 3. Cat 5570-s-020, lot m7h45k, description: triathlon total knee system offset adapter 2mm. Cat 5545-a-302, lot er7ea3ae, description: tri rm/ll tib aug sz3 5mm. Cat 5565-s-011, lot m6n16ae, description: tri press-fit stem 11mm x 100mms. Cat 5512-f-401, lot gjyy, description: tri ts femur sz4 left. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that the patient had a total left knee revision due to an infection.